Manufacturer narrative:
An unexpected return confirmed a male luer break. The set was visually inspected for cracks, misassembly or damages to the components. Visual inspection of the set noted that a male luer collar of the extension set was cracked and broken off. Examination under magnification observed no stress marks at the break site of the male luer. No tool marks were observed. Functional testing was deemed unnecessary due to a separation. The root cause was identified as related to design of the specific male luer component. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient impact was not provided.

Event description:
It was reported that the male luer broke upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.